Manufacturer narrative:
Investigation results/ visual investigation: six samples have been sent for investigation, one sample showed a damaged foil. The samples with damaged foil is showing a rested part of the pe foil on the sealing area and the other part torn and loosened from the sealing area. The other samples show a that the border is torn, but it is intact. As there is no hint for a material issue on the foil itself and due to tests performed during an earlier complaint (B)(4) which showed no deviation regarding the sealing, we therefore assume that there is no manufacturing issue. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 1(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ba823su / carbon steel safety scalpel #23. According to the complaint description, the defect welding, difficulty to open the blister. There was no described patient harm. Additional information was not provided nor available / was not available. The malfunction is filed under aag reference (B)(4).